Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx4803 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on june 1, when PICC was inserted into the patient, the peripherally intubated central venous catheter was used to expand the skin, but it was found that it could not be pushed in. After inspection, it was found that the tip was incomplete. It was stated the PICC was replaced and reinserted. Additional information received: there is no section of catheter retained in the patient. The break occurred before the catheter insertion and the broken part was on the top of the vessel dilator.